Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: battery devices, (B)(6) 2023 device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. It was determined that the root causes were linked to improper maintenance and normal wear. The assignable root cause for the sticky trigger was determined to be traced to maintenance, which is improper maintenance. All the other defects were due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that the impactor device fired a couple times and then stopped. It was further reported that the battery device was disengaged multiple times; however, the issue persisted. During in-house engineering evaluation, it was observed that the trigger was difficult to press/depress, which was consistent with lack of lubricant ¿ improper maintenance. It was further determined that the device failed pretest for final assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.